Event description:
Information received by medtronic indicated that the fluid under the liquid crystal display and fluid in the battery compartment. Customer went to swimming. Customer stated that the insulin pump had a crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer reported fluid inside the unit after swimming. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button. Unit was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform the displacement and self tests due to the display anomaly. Unable to download/upload using crest/thus due to the display anomaly. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, components located at the top of the back side of the board, back of the lcd screen, j1, j2; pcba2--j1, lcd flex cable terminal. In summary, the customer's report of fluid inside the unit was confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.